Manufacturer narrative:
The valve has not been returned yet. The results of the lab analysis of the valve will be sent to complete this incident report.

Event description:
Spvb-2010 was implanted on (B)(6) but it seemed to be occluded only in 10 days. Therefore, the surgeon replaced the valve on (B)(6). He would like to know what the cause is.